Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a high-pressure alarm and ventilation stopped. The screen of this unit went black and could not be restarted. The patient was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section h6 evaluation code method add b13 result code remove c20 and add c13 conclusion code remove d15 and add d02 component code remove g07003 and add g0201201 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a high-pressure alarm and ventilation stopped. The screen of this unit went black and could not be restarted. The device was not available for evaluation: the third-party service provider tokibo (tkb) inspected the ventilator and confirmed the reported issue. A crack was found in the component (c92) on the main control board. Normal operation was confirmed by replacing the main control board. The likely cause of the event was isolated to faulty control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a high-pressure alarm and ventilation stopped. The screen of this unit went black and could not be restarted. The patient was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d9 updated due to part return. Section h6 evaluation codes updated due to part return and evaluation. Method - add additional code result - add additional code conclusion - remove d02 and add d01 h3: device evaluation summary- updated due to part return and evaluation medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a high-pressure alarm and ventilation stopped. The screen of this unit went black and could not be restarted. The third-party service provider tokibo (tkb) inspected the ventilator and confirmed the reported issue due to a crack found in the c92 capacitor on the main control board. Normal operation was confirmed by replacing the main control board. One control board was received for failure analysis. During inspection c92 capacitor was found to be cracked and discolored. The analysis found fault with damage c92 capacitor in control board. The cause of the event was isolated to a damaged c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.